Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on the bd ultra-fine¿insulin syringe was not comin out "it stuck with syringes". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 7317690. All inspections were performed per the applicable operations qc specifications. There were six (6) notifications [200727197, 200727623, 200727399, 200727621, 200728354, 200728220] noted that did not pertain to the complaint. There were two (2) notifications [200727864, 200727865] noted for dry barrels. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move on lot#: 7317690. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the plunger on the bd ultra-fine¿insulin syringe was not comin out "it stuck with syringes". There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the plunger on the bd ultra-fine¿insulin syringe was stuck in the syringe and would not come out. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. This supplemental MDR also corrects the event description: it was reported that the plunger on the bd ultra-fine¿insulin syringe was stuck in the syringe and would not come out. There was no report of exposure, serious injury or medical intervention.